Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power cord for the monitor was replaced without resolution. The monitor settings were then opened, the keylock was found to be switched to off, once powered on the monitor was found to be set to "displayport" and not hdmi. Once set to hdmi, functionality was restored. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the monitor of the main cart for the navigation system lost display functionality. The camera cart for the navigation system was used to complete the procedure without issue. It was noted that a hdmi cable for the cart was replaced prior but was found to be operating as designed. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.